Event description:
The facility representative reported a colleague infusion pump with an alarming battery failure. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of an "alarming battery failure" was confirmed during service evaluation. The assignable cause was damaged batteries as a result of use error. The main batteries and battery harness were replaced to resolve the reported condition. The user interface module software version is 5.09.90. A review of the product labeling was performed and found the labeling to be adequate. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.